Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.7¿ proximal to the distal tip. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure using a non-abbott sheath (faradrive by boston scientific), when preparing to do the transeptal puncture, the viewflex catheter was inserted through the femoral access. Resistance was noted when reaching the external iliac. The catheter was removed from the patient, and a fractured tip was observed. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.